Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 12/07/2021. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar device was placed during a spaceoar placement procedure performed on (B)(6) 2021. The patient experienced a sore anal area diarrhea, burning sensation and urinary retention immediately after the procedure. The patient went to urgent care where they were given flomax and has a catheter placed for the urinary retention. The patient is scheduled for a radiation therapy planning on (B)(6) 2021. Boston scientific has been unable to obtain additional information to date regarding this event, despite good faith efforts.